Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure implant date (2010 and jun-2010) and explant date (B)(6) 2015 and (B)(6) 2017) respectively. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("left essure coil was misplaced"), device breakage ("fracturing"), pregnancy with contraceptive device ("pregnancy (termination)") and ovarian cyst ("ovarian cysts") in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2010) and pregnancy (last pregnancy (live birth)) on (B)(6) 2011. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection and insomnia. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery ((B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy, cyst removed and to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal detail: (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Her historical medication/condition and concurrent conditions were added. Her lab data was added. Essure indication was amended. Essure lot number was added. Her treatment medications and concomitant medication were added. Per plaintiff fact sheet following events: mood swings, night sweats and hot flashes, abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis and bladder infections, depression and anxiety, atopic dermatitis, migraines / headaches, ovarian cysts, nausea, dental problems, memory loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), fatigue, perforation (uterus), bloating, constipation and diarrhea, left essure coil was misplaced, hair loss, pain: bilateral lower quadrant pain. She had recovered from following events: abnormal bleeding, pain, rashes, infections and dental problems. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("left essure coil was misplaced"), pregnancy with contraceptive device ("pregnancy (termination)") and ovarian cyst ("ovarian cysts") in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 (live birth: (B)(6)1999, (B)(6)2003, (B)(6)2006, (B)(6)2009, (B)(6)2010) and pregnancy (last pregnancy (live birth)) on (B)(6)2011. Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection and insomnia. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and diarrhoea ("diarrhea"). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery (B)(6)2015, bilateral salpingectomy, (B)(6)2017, total hysterectomy, cyst removed and to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal detail: (B)(6)2015, bilateral salpingectomy, (B)(6)2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Lot number: 846830, manufacturing date: 2011-03, expiration date: 2014-03. Lot number: 975384, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure implant date (2010 and (B)(6) 2010) and explant date ((B)(6) 2015 and (B)(6) 2017) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/ expulsion of essure device'), device dislocation ('left essure coil was misplaced / migration of essure device location of device: unknown at time of salpingectomy/malposition of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cyst ('ovarian cysts') in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (last pregnancy (live birth)) on (B)(6) 2011 and parity 5 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection, insomnia and body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleed"), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abscess ("abscess") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy, ablation, cyst removed and to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea, alopecia, abdominal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, weight decreased and abscess outcome was unknown and the menorrhagia, vaginal haemorrhage, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, bladder disorder, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: removal detail: (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Discrepancy noted in date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Lot number: 846830 manufacturing date: 2011-03 expiration date: 2014-03. Lot number: 975384 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: lawyer was added. Abscess was added as a event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/ expulsion'), device dislocation ('left essure coil was misplaced / migration of essure device location of device: unknown at time of salpingectomy.'), pregnancy with contraceptive device ('pregnancy (termination)'), ovarian cyst ('ovarian cysts') and genital haemorrhage ('gen abnorm bleed') in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (last pregnancy (live birth)) on (B)(6) 2011 and parity 5 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection and insomnia. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery ((B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy, cyst removed and to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea, alopecia, abdominal pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: removal detail: (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Lot number: 846830 manufacturing date: 2011-03 expiration date: 2014-03 . Lot number: 975384 manufacturing date: 2012-04 expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received. Event gen abnorm bleed and abdominal pain were added. Expulsion was clubbed with uterine perforation. On 16-oct-2019: fu10 and fu11 were processed together. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency and flank pain. Concomitant products included ibuprofen (advil), para-seltzer (excedrin aspirin free) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2018: case (B)(4) (MFR number 2951250-2018-02729) was identified as a duplicate of this case and will be deleted from argus database. All information was transferred to this remaining case - reporters added - start and stop date of essure updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/ expulsion of essure device'), device dislocation ('left essure coil was misplaced / migration of essure device location of device: unknown at time of salpingectomy/malposition of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cyst ('ovarian cysts') in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (last pregnancy (live birth)) on (B)(6) 2011 and parity 5 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection, insomnia and body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleed"), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abscess ("abscess") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy, ablation, cyst removed and to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea, alopecia, abdominal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, weight decreased and abscess outcome was unknown and the menorrhagia, vaginal haemorrhage, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, bladder disorder, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: removal detail: (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Discrepancy noted in date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Lot number: 846830, manufacturing date: 2011-03, expiration date: 2014-03. Lot number: 975384, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation (uterus)/ expulsion of essure device'), device dislocation ('left essure coil was misplaced / migration of essure device location of device: unknown at time of salpingectomy/malposition of essure device'), pregnancy with contraceptive device ('pregnancy (termination)'), genital hemorrhage ('gen abnorm bleed'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cyst ('ovarian cysts') in a 32-year-old female patient who had essure (batch no. 975384, 846830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (last pregnancy (live birth) on (B)(6) 2011 and parity 5 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 1999. Concurrent conditions included abdominal pain lower, pain, ache, back pain, abdominal pain localised, nausea, vomiting, urinary frequency, flank pain, chronic back pain, migraine, chlamydial infection, insomnia and body mass index normal. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen, tapentadol hydrochloride (nucynta) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infections"), allergy to metals ("nickel allergy/I just knew I was allergic to it"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("pain: bilateral lower quadrant pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2016, the patient experienced dermatitis atopic ("atopic dermatitis") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), ondansetron (zofran), prednisone, sertraline hydrochloride (zoloft), zolpidem tartrate (ambien) and surgery (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy, ablation, cyst removed and to remove the essure, salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, pregnancy with contraceptive device, genital hemorrhage, ovarian cyst, pelvic pain, mood swings, night sweats, hot flush, depression, anxiety, migraine, headache, nausea, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea, alopecia, abdominal pain, female sexual dysfunction, bladder disorder, urinary tract disorder and weight decreased outcome was unknown and the menorrhagia, vaginal hemorrhage, bacterial vaginosis, cystitis, dermatitis atopic, tooth disorder and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, bacterial vaginosis, bladder disorder, constipation, cystitis, depression, dermatitis atopic, device breakage, device dislocation, diarrhea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital hemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal hemorrhage and weight decreased to be related to essure. The reporter commented: removal detail: (B)(6) 2015, bilateral salpingectomy, (B)(6) 2017, total hysterectomy (uterus and cervix removed). Pregnancy (termination)/2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Lot number: 846830 manufacturing date: 2011-03 expiration date: 2014-03. Lot number: 975384 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. New events apareunia, bladder or urinary problems or changes, weight loss was added. Concomitant condition, lab data, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in 2016. At the time of the report, the device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.